Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a line-blocked alarm had been received (non-ICU device) while a bolus was being delivered. The patient later called again and reported that additional line-block alerts had been received. The pwd stated that the tubing had been adjusted and re-positioned but the alarm continued. The pwd sought confirmation regarding whether the infusion-set tubing or the insertion site needed to be changed. The pss reviewed possible causes of line-block alarms with the pwd and informed the empowered pwd that a site change could be performed if necessary. The pwd stated that the tubing might have been caught in the beltline of an elastic waistband, causing tightness. The pwd stated an intention to change the infusion site to the lower back instead of the leg. The pwd was able to change the site, fill the cannula, and continue therapy without further issue. The event occurred while in use with patient. There was no patient injury.